Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission revealed over-sensed noise on the patient's right atrial lead. The physician elected to explant the old lead and replaced it with a new one. The patient was in stable condition throughout the procedure.